Event description:
Reporter indicated a vns dell x5 computer screen was continuously freezing during interrogation. The dell x5 computer and flashcard have been returned and are currently in product analysis.